Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that during the deployment of the valve, the capsule broke and the valve could not be released. The delivery catheter system (dcs) was returned to medtronic for analysis. A break was observed in the capsule framing, confirming the reported event. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy, or when the valve has been misloaded. A bend in the nose cone tip was observed. The description of the event does not indicate that this tip damage occurred during the reported issue. The bent tip most likely occurred when the device returned for analysis in a coiled configuration. There was no other evidence of damage observed on the subject dcs. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force is experienced when the valve is loaded incorrectly. Procedural images and fluoroscopic load check images were received for review. The image review determined that a paddle out of pocket misload occurred in this case. The paddle was observed to be out of the pocket on one side and the device was bent. The cine films confirmed that during deployment, the capsule broke causing a tear in the catheter. The cines also confirmed that the device was removed and a second system was inserted and deployed successfully in the patient. The second loaded valve was a good load. The root cause of the capsule separation in this case is most likely the paddle out of pocket misload. As documented above, the compressive force on the capsule that is experienced when the valve is loaded incorrectly may cause a capsule break. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the paddle placement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. The nose cone appeared bent or bowed. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) advanced smoothly through the femoral artery, and crossed both the aortic arch and aortic valve with no reported difficulty. During the deployment of the valve, the capsule broke and the valve could not be released. The valve was able to be recaptured. The valve and dcs were removed from the patient successfully. A new valve was loaded into a second dcs and implanted. No adverse patient effects were reported.